Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified proximal and mid circumflex artery. After rotablation was successfully performed, a 2.5 x 30mm emerge balloon catheter was advanced for predilation. A 2.75 x 38mm promus premier drug-eluting stent (des) was deployed for treatment. After stenting, the mid portion of the stent needed to be post dilated. A 3.00mm x 8mm nc emerge balloon catheter was then advanced for post dilation. However, during inflation the balloon ruptured. The device was removed and a 3.00mm x 12mm nc emerge balloon catheter was used but the balloon also ruptured. During removal, it was noted that the distal portion of the balloon sheared off on the wire. The guide and wire was removed, leaving a portion of the balloon in the proximal circumflex. After multiple failed attempts to removed it, the physician decided to stent it in place with a 3.0 x 24mm promus premier des and the procedure was completed. Post procedure timi 3 flow with no obstruction was observed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified proximal and mid circumflex artery. After rotablation was successfully performed, a 2.5 x 30mm emerge balloon catheter was advanced for predilation. A 2.75 x 38mm promus premier drug-eluting stent (des) was deployed for treatment. After stenting, the mid portion of the stent needed to be post dilated. A 3.00mm x 8mm nc emerge balloon catheter was then advanced for post dilation. However, during inflation the balloon ruptured. The device was removed and a 3.00mm x 12mm nc emerge balloon catheter was used but the balloon also ruptured. During removal, it was noted that the distal portion of the balloon sheared off on the wire. The guide and wire was removed, leaving a portion of the balloon in the proximal circumflex. After multiple failed attempts to removed it, the physician decided to stent it in place with a 3.0 x 24mm promus premier des and the procedure was completed. Post procedure timi 3 flow with no obstruction was observed. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70 to 80% stenosed, located in the moderately tortuous and severely calcified proximal and mid circumflex artery. The balloons were inflated 3-4 times and at around 14-15 atmospheres in each inflations. There was no issue with the 2.75 x 38mm promus premier stent. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks along the hypotube at 7.8cm and 34cm from the hub. Microscopic examination revealed a longitudinal tear on the inflation lumen 20mm long and 13mm from the tip. The balloon is loosely folded and pulled over the tip of the device. Inspection of the remainder of the device presented no other damage or irregularities.